Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to power off the cv-190, remove the scope, clean with alcohol prep pad, allow to dry, reconnect, and power on the device. Furthermore, tac advised the customer to ensure the maj-1430 video scope connector was utilized. The device will be sent in for evaluation; however, it has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported, the evis exera iii video system center display multi-color image with two different scopes. The event occurred during a therapeutic ureteroscopy procedure. And there was no patient harm or user injury reported due to the event.

Event description:
The procedure needed to be completed with a different device and as a result, extended or time was required while switching out the equipment. Additional gfe requests were made on behalf of device receipt and lot number information and a response has not been received.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to b5. Manufacturing date cannot be identified due to an unknown serial number of the device. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the problem was the camera. However, since the device has not been returned to olympus, a specific root cause could not be identified. Olympus will continue to monitor field performance for this device.